Manufacturer narrative:
The facility did not provide the event date. The information will be forwarded if made available. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that a sorin heater-cooler system 3t tested positive for mycobacteria following an acid fast bacillus test during maintenance. There is no known patient involvement. The customer stated that the unit had undergone a deep disinfection process at sorin group (B)(4) in 2015. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that a sorin heater-cooler system 3t tested positive for mycobacteria following an acid fast bacillus test during maintenance. There is no known patient involvement.

Manufacturer narrative:
Mfg date. The device manufacturer date provided in the initial report, submitted september 9, 2016, was incorrect. The correct manufacture date is may 3, 2012. Livanova (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to inspect the contaminated device. The inspection of the inner and outer parts of the heater-cooler device revealed no obvious biofilm and only minor residues. Through follow-up communication with the customer, livanova (B)(4) learned that the unit was operated in the operating room during use, but has been removed from service and replaced with a non-livanova device. This unit underwent deep disinfection in october 2015. The final test results taken after deep disinfection showed that the unit was returned to the customer contamination-free (0 cfu and no (B)(6) identified). The customer did not provide any test results for the new contamination. Based on these findings, and taking the awareness date of this complaint into account, livanova (B)(4) concluded that the users have not strictly followed the cleaning and disinfection instructions according to the current instructions for use (IFU), and that cross-contamination may have lead to the (B)(6) test result. As corrective action, a field safety notice has been released to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current instructions for use (IFU). Evaluated on site by sorin service rep.